Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a semiconstrained screw. (B)(4). According to the complaint description the screw broke during surgery. The screw was implanted but the angle was not correct. The unlocking device was used to remove the screw. The surgical field was rinsed. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under (B)(4) reference (B)(4).